Manufacturer narrative:
(B)(4). (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient revised to address recurrent dislocation. Revision notes report massive fluid collection, large defect it band with joint fluid and hematoma. Clinical notes report pain, multiple dislocation and left leg shorter. Radiology report of posterior displacement and lucency at the lesser trochanter. Doi: (B)(6) 2016 ; dor: (B)(6) 2017( left hip).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.